Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure. However, returned device analysis revealed that the hypotube was broken.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 38mm stent delivery system was returned for analysis. There was no sign of damage, stretching or lifting of the stent struts and no signs of movement, stent was set between the proximal and distal markerbands. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of hypotube shaft identified a break at 24.5cm distal to the distal end of the strain relief. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.